Event description:
I underwent bilateral mastectomies (B)(6) 2014 and was given expanders for reconstruction. In (B)(6) of 2014, I was implanted with allergan 410 textured implants. I also had alloderm placed along with the implants, which I discovered later was not FDA approved at the time this mesh was implanted in my body, along with allergan implants. After my initial recovery, I began experience a multitude of symptoms which lasted the entire time I had these implants. Symptoms included urinary discomfort, blurry vision, insomnia, extreme fatigue, anxiety, depression, memory loss, brain fog, trouble swallowing, light and noise sensitivity, nausea, ibs, excessive thirst, dry eyes, and more. Most noticeable was intermittent pain, swelling, and itching in my left breast. These symptoms lasted for 6 years- with no medical explanation. I underwent multiple tests and numerous doctor appointments over the years and for a time was unable to work. This was very stressful as I knew there was something wrong, yet doctors could find nothing. It wasn't until recently that I read about breast implant illness and bia-alcl on social media. I went to my plastic surgeon, who I had seen on at least two occasions regarding pain and swelling, and requested that my implants be removed. I explanted on (B)(6) 2019, against the advice of my plastic surgeon who insisted there was np scientific evidence that the implants were unsafe. I expressly insisted that cd30 testing be done. Pathology was completed at my request, which found chronic inflammation and abnormal levels of bacteria in both breasts after my initial recovery, I felt almost immediate relief of all symptoms and continue to feel better. While I am relieved that my tests were negative for alcl, no one really knows the extent of this disease and the harms caused by these implants. No ones knows if explanting really and truly guarantee that I will not have cancer at a later date. I feel violated and betrayed by my doctors and the company who manufactured and sold these implants. I cannot think of a greater harm than a cancer patient unknowingly being given a device that may cause cancer again. If I had been informed that there was a chance there was a chance that the implants could cause cancer, I would have never chosen to implant with those devices. Doctors should be required to do full and complete testing and removal for all women implanted with the allergan textured implants. FDA safety report ID # (B)(4).